Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer does not want to be contacted. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been previously sent into service for the reported condition of "damaged battery."

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a damaged battery was confirmed. The assignable cause was determined to be depleted main batteries. The main batteries and harness have been replaced to fix the reported condition. Additional information: this issue has been escalated to CAPA. The device was evaluated on-site at the customer facility.